Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however customer decline to answer.

Event description:
The customer reported that the extension set dislodged (disconnected) from the angiocatheter during pressure injection of contrast during a procedure in radiology.